Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11 january 2026 a distributor reported, via email, that the flip-cutter sleeve of ar-1204as-100 lot/serial # (B)(6) had detached from the blade shaft, leaving the blade inside the joint with no ability to flip it back to 3.5 mm. The issue was detected during a knee acl quadlink procedure. The surgeon created a full tibial tunnel to retrieve the broken flip-cutter. The procedure was completed successfully with no fragments retained in the patient¿s body.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.